Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material in the air water cylinder and tube, corrosion on the distal end, and foreign material on the plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.